Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum to treat a duodenal stenosis during a gastrojejunostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the joint between the handle and the outer sheath broke and the first flange of the stent failed to deploy. Reportedly, the handle was rotated as the device was luer locked to the scope, and a lot of resistance was felt during attempted deployment. The device was removed from the patient with the catheter fully covering the stent. Another hot axios stent was placed through the existing puncture site to complete the procedure. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was intended to be placed transgastric to the jejunum for a gastrojejunostomy; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The complainant reported that the handle was rotated as the device was luer locked to the scope; however, the directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."